Manufacturer narrative:
B3: date of event, e2: health professional, e3: occupation b5: describe event or problem, d1: brand name, e1: name and address, h6: health effect - impact code.

Event description:
It was reported that, after a left revision thr surgery performed on (B)(6) 2018, the neck of the femoral shaft prosthesis of a hip fractured. This adverse event was treated by another revision surgery performed on (B)(6) 2025, in which a sl-plus stem was exchanged. Patient's current health status is unknown.

Manufacturer narrative:
H10: additional information in field d2. H3, h6: the complaint sample was not returned for evaluation. No product evaluation could be performed. However, x-ray images were provided by the complainant. Upon inspection of the provided photos, the complaint can be confirmed, and the device is fractured. Due to missing batch number, the respective production documentation could not be reviewed. Due to unknown article number, the respective product specification could not be reviewed. Due to limited information, it is not possible to conduct a review of historical complaints. Insufficient information was made available to determine the revision of the IFU applicable to the device at the time of manufacturing. However, a review of the current revision was conducted, and it revealed that the IFU (lit. No. 12.23, ed 03/21) states implant component fracture as a ¿potential medical device problem¿ in combination with the implantation of a hip prosthesis. Due to insufficient information, it is not possible to determine a revision of the risk associated to the alleged device. Due to insufficient information, it is not possible to perform a review of past corrective actions. Further, a clinical evaluation has been performed. The appearance of proximal radiolucency noted in the provided x-ray imaging may represents inadequate proximal stem support and would likely contribute to the stem fracture if there was micromotion of the stem and stress fatigue; however, this cannot be definitively concluded based on the undated imaging alone. Based on the available information and the performed investigation, the reported failure mode can be confirmed. But it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event. The root cause of the reported event remains therefore undetermined. This investigation is considered as closed. The need for further actions is not indicated due to the limited information provided. Should the device or additional information be received, the complaint will be reopened. H11: corrected information in h6 (health effect - clinical code).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a thr surgery performed on an unspecified date, the neck of the femoral shaft prosthesis of a hip fractured. It is unknown how this incident is being managed. The current health status of the patient is unknown.

Manufacturer narrative:
H3, h6: it was reported that, after a left revision total hip replacement (thr) surgery performed on (B)(6) 2018, the patient reported that he had stepped out of the door and noticed what felt like an electric shock in the area of the left hip joint and then fell. The neck of the femoral shaft prosthesis of the hip fractured. This adverse event was treated by another revision surgery performed on (B)(6) 2025, in which a sl-plus stem was exchanged, also a fissure formation in the greater trochanter area was noticed during this surgery. The patient reports a satisfactory result. The complaint sample was returned for evaluation. Upon visual inspection, the reported failure can be confirmed. Further, the article and lot number cannot be visually identified. Upon material assessment, about two thirds of the fracture surface show fatigue striations, indicating that the crack propagated by fatigue. The residual fracture surface is covered by dimples, characteristic of ductile overload. No pores, inclusions or elemental inhomogeneities which could have initiated or enhanced crack growth, could be observed on the fracture surface. Due to missing batch number, the respective production documentation could not be reviewed. Due to unknown article number and lot number, the respective product specification could not be reviewed. Due to limited information, it is not possible to conduct a review of historical complaints. Insufficient information was made available to determine the revision of the IFU applicable to the device at the time of manufacturing. However, a review of the current revision was conducted, and it revealed that the IFU (lit. No. 12.23, ed 03/21) states implant component fracture as a ¿potential medical device problem¿ in combination with the implantation of a hip prosthesis. Due to insufficient information, it is not possible to determine a revision of the risk associated to the alleged device. Due to insufficient information, it is not possible to perform a review of past corrective actions. Further, a clinical evaluation has been performed. The appearance of proximal radiolucency noted in the provided x-ray imaging may represents inadequate proximal stem support and would likely contribute to the stem fracture if there was micromotion of the stem and stress fatigue; however, this cannot be definitively concluded based on the undated imaging alone. Based on the available information and the performed investigation, the reported failure mode can be confirmed. But it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Further, an off-label use can be confirmed as an unknown ball head and unknown sleeve were attached to the fractured neck. Both articles were not supplied from smith and nephew and are not allowed per compatibility matrix (lit. No° 04758 ed. 05/23 v11). Additionally, discolorations on the polished surface could be attributed to an increased oxide layer thickness presumably caused by the use of an electric scalpel. Lastly, the mentioned non-catalogue neck extension implies a longer lever and an increased torque applied to the neck, which may have accelerated the propagation of the fatigue crack. These are speculated factors about to have contributed to the reported event. But the exact root cause remains undetermined. This investigation is considered as closed. The need for further actions is not indicated. The returned complaint sample will be retained. Smith and nephew will continue to monitor this device for similar issues.

Event description:
It was reported that, after a left revision thr surgery performed on (B)(6) 2018, the patient reported that he had stepped out of the door and noticed what felt like an electric shock in the area of the left hip joint and then fell. The neck of the femoral shaft prosthesis of the hip fractured. This adverse event was treated by another revision surgery performed on (B)(6) 2025, in which a sl-plus stem was exchanged, also a fissure formation in the greater trochanter area was noticed during this surgery. The patient reports a satisfactory result.

Manufacturer narrative:
Additional information: a2, a3, a4, b6, b7. Corrected data: b5, h6 (health effect - clinical code, health effect - impact code)